Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right hemicolectomy procedure, during the first firing, the surgeon connected the handle and the reload and checked opening and closing. The closure of the jaws was weak, the jaws moved with clip-clop sound, so a new device was used considering the safety. The surgical time was extended by less than 30 min. The event occurred during the procedure but the product was not used for patient. No patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.